Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope panel on the left side of the oer-3 device overheated, causing a burning smell. When the inside of oer-3 was checked, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank. The cause was that the oer-3 was operated while liquid was leaking from there. Insufficient cleaning was suspected. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning as the scope was reprocessed with the different procedure from the instruction manual. Olympus will continue to monitor field performance for this device.